Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es patient names were not showing on screen. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es patient names were not showing on screen. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient names were not showing on the screen because the patients were assigned to the same unit (wpk007w3nms), but the unit was not assigned to any area. A technical support specialist informed the customer to add the area for the unit (wpk007w3nms) to resolve. The system functioned as intended after the customer troubleshot the device.